Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his display had moisture under the screen. Blood glucose was 202mg/dl. Customer reported there was fluid under the lcd display. Troubleshooting was performed. Customer also reported that there was a leak in reservoir in past both o ring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.